Event description:
On (B)(6) 2012, the pt underwent a trial procedure. Lead placement was unsuccessful after several attempts due to stenosis. As a result, the procedure was aborted. The product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.